Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of in the 400 mg/dl. The customer had symptoms such as feeling light headed and was treated with insulin pump. Customer's blood glucose value was 349 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. It was reported that the insulin pump auto mode feature was not active at the time of high blood glucose event. Customer also reported that the insulin pump had a stuck button alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.